Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated they replaced the batteries, but they could not get the patient programmer to do anything. The caller stated the patient programmer was not interfacing with the ins and they were seeing the poor communication screen. Troubleshooting did not resolve the reported issue. The patient was transferred to repair. The caller stated they were having rushes of urine where they did not even realize it was happening, they reported the return of symptoms occurred on (B)(6) 2019. Additional information was received from the repair department, they stated the programmer was not communicating, but after battery change it started to communicate. They sent a new patient programmer antenna and manual to the patient. No further complications were reported or anticipated.